Manufacturer narrative:
(B)(4) for the reported event of bands failed to deploy. (B)(4) for the reported event of handle broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to seven devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01907, 3005099803-2014-01909, 3005099803-2014-01912, 3005099803-2014-01910, 3005099803-2014-01911, 3005099803-2014-01913, and 3005099803-2014-01914 for the associated device information. It was reported to boston scientific corporation that seven speedband superview super 7 devices were used in the esophagus to treat esophageal varices during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had much difficulty rotating the handle and the bands could not be released; therefore, all the bands failed to deploy. The same problem was noticed with the other six devices used during the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. Only the suture head was returned. The suture was broken with a portion remained attached to the ligator head. One blue band had been deployed and not returned. The last blue band was moved out of position. The bands appeared to be aged and/or exposed to chemicals that slightly eroded the band surfaces. There was no damage with the ligator head. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was confirmed; however, investigation did not confirm the reported failure of handle broken. The handle assembly and trip wire were not returned for evaluation; therefore, it cannot be confirmed if the user failed to properly secure the trip wire. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to seven devices used during the same procedure. Refer to manufacturer report #s 3005099803-2014-01907, 3005099803-2014-01909, 3005099803-2014-01912, 3005099803-2014-01910, 3005099803-2014-01911, 3005099803-2014-01913, and 3005099803-2014-01914 for the associated device information. It was reported to boston scientific corporation that seven speedband superview super 7 devices were used in the esophagus to treat esophageal varices during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had much difficulty rotating the handle and the bands could not be released; therefore, all the bands failed to deploy. The same problem was noticed with the other six devices used during the procedure. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.